Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a patient in the ICU unit had a skin torn from under the area of the border when removing a aquacel foam dressing from the shoulder blade. No further details have been provided.